Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
It was initially reported that the explanted/exchanged pump would be returned for evaluation. Multiple attempts were made by the manufacturer to obtain additional information regarding the event as well as requests for pump return; however, to date, no additional information has been provided and the pump has not been returned for evaluation. No equipment was returned for evaluation. A potential cause for the reported event could not be determined. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.